Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited difficulty to be interrogated. Technical services (ts) provided troubleshooting efforts. However, a successful connection could not be established. This device remains in service. No adverse patient effects were reported.